Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm-up occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated on (B)(6) 2020, the sensor failed and that her blood sugar was too high during this time. There was no cgm or bg values were provided, and no symptoms were reported. She indicated that she was treated with an insulin drip and then was feeling okay at home. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.